Event description:
Patient developed diffuse rash on chest, abdomen, arms, back, and mid thighs. No other symptoms observed during hospital admission for right foot lesion. Pt was receiving several medications, including antibiotics, which may have also contributed to the hypersensitivity reaction. Cadexomer iodine as well as vancomycin and zosyn were discontinued upon observation of the rash. Patient received a dose of diphenhydramine. Rash gradually improved over the next 2-3 days. Symptoms: rash. Dates of use: (B)(6) 2016 thru (B)(6) 2017.